Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter's software was glitching. The device would not take any vitals when in patient use. Also, when not connected to a patient, the device would spontaneously discharge from the system. No patient harm was reported. Investigation summary: an exchange device was sent to the customer, and the complaint device was returned for evaluation. The evaluation noted signs of fluid exposure on the battery contacts and in the ECG and spo2 sockets. However, the issues reported by the customer could not be duplicated. The device measured simulated vital signs for approximately 24 hours, and the device did not perform an unprompted discharge from the cns monitoring network. As such, the root cause of the customer's complaint cannot be definitively established. Based on the evaluation, it's possible that the presence of fluids adversely affected the device's performance at the time of complaint reporting, but the device had sufficiently dried by the time of evaluation. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra serial #: (B)(6). Device manufacturer data: 06/15/2022 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter's software was glitching. The device would not take any vitals when in patient use. Also, when not connected to a patient, the device would spontaneously discharge from the system. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter's software was glitching. The device would not take any vitals when in patient use. Also, when not connected to a patient, the device would spontaneously discharge from the system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/15/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the gz transmitter's software was glitching. The device would not take any vitals when in patient use. Also, when not connected to a patient, the device would spontaneously discharge from the system. No patient harm was reported.